Event description:
It was reported the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Reportedly, diabetic ketoacidosis led to heart cauterization. Customer was treated with insulin and intravenous fluid while in the hospital and was released on (B)(6) 2014.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.